Event description:
Per study, nine months after implantation of three cypher stents, patient went in for a routine stress test and silent ischemia was detected. Coronary angiography revealed a tight intra-stent restenosis within the three overlapping stents in the proximal circumflex and the first obtuse marginal coronary arteries. Balloon angioplasty was conducted to treat the restenosis. There was no report of injury to the patient.

Manufacturer narrative:
This product is not sold in the united states; however, it is similar to a product that is sold in the united states. This is one of three reports submitted for related events involving three products that were implanted in one patient. Please refer to manufacturing report numbers: 9616099-2007-00080, 9616099-2007-00083. Additional information will be submitted within thirty days upon receipt.